Event description:
Health professional reports: hemoglobin professional system hemoglobin result 6.7g/dl unspecified lab hemoglobin system result 10.5g/dl. Customer unable to provide expected target range other than the lab result was 'normal'. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Customer reports acceptable quality controls as required per MFR's labeling. MFR no product returned from user facility. MFR results - customer complaint could not be confirmed.